Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device observed that the bearings were worn out and no longer in axial alignment, which caused the device to fail for vibration. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to worn out bearings which were no longer in axial alignment due to normal wear and servicing over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the craniotome device had an unknown malfunction, potential bad bearings. During in-house engineering evaluation, it was discovered that there was vibration due to worn out bearings that were no longer in axial alignment. The event was not reported to have occurred during surgery. There were no delays to the planned surgical procedure. It was not reported that a spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.